Event description:
It was reported by repair work order that the customer alleged that the brakes were not working properly. Upon inspection of the unit by the service technician, it was identified that the brakes could be engaged and would hold. No defect was found with the unit, and the alleged issue could not be duplicated.